Event description:
The customer reported that his insulin pump had an error alarm during the manual prime process. Advised the customer revert to back up plan. The customer's blood glucose reading was 56mg/dl. The caller stated that the holster and belt clip were broken. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device was received without belt clip and holster.